Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications reported.